Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough. Guide cath: 6f mach vl3. Other: iabp. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo lesion in the left main artery. An intra-aortic balloon pump (iabp) was inserted. A guide wire was advanced to the lesion and thrombus aspiration was performed. Following pre-dilatation, a 4.0x12mm xience alpine stent delivery system (sds) was advanced to the lesion; however, failed to inflate and the stent failed to deploy. The device was removed without resistance and the stent remained on the balloon. The procedure was successfully completed with a new 4.0x12mm xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number -(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy and inflation issues were unable to be confirmed. The account was contacted regarding if the correct device was returned for analysis and it was confirmed that the correct device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the reported failure to deploy and inflation issues as the device was inflated and maintained pressure without issue during returned device analysis. However, factors that may contribute to difficulty to deploy and/or contribute to inflation issues included but are not limited to damage to the device, contamination in the inflation lumen, patient anatomical morphology, patient disease state, inflation technique, contrast dilution, and inadequate connection to the inflation device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.